Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a fracture line extending between both femoral condyles in the coronal plane was noted after seating the final femoral components, the final femoral components were noted to be completely stable. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: natural tibia trabecular metal two-peg porous fixed bearing left size d catalog#: 42530006701 lot#: 77007075, articular surface fixed bearing posterior stabilized (ps) left 12 mm height catalog#: 42512400512 lot#: 63358099, nexgen complete knee solution, trabecular metal standard primary patella catalog#: 00587806529 lot#: 64016449. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. During the procedure, after seating the femoral component, it was noted that there was a fracture line extending between both femoral condyles. The femoral component was noted to be stable.